Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received showing far-field p wave oversensing on the ventricular channel. Decreased r wave amplitude was noted as well. Programming changes were recommended. Patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the latest merlin transmission revealed pacemaker mediated tachycardia episodes. Those episodes were a result of undersensed premature ventricular contradictions and no conducted ventricular beat after the p-wave. Increased capture threshold and lead impedance measurements were also observed. The cause of the increased measurements is undetermined. Lead replacement was recommended. The patient was just being monitored. The patient condition is okay.